Manufacturer narrative:
As reported, post implant of perfix plug the incision had mild redness, swelling and a small amount of fluid. Based on the information provided, no conclusion can be made as to the degree to which the bard device, may have caused or contributed to the patient's reported symptoms. The instructions for use supplied with this device lists, seroma as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As reported, the patient underwent right-sided inguinal hernia plug tension-free hernia repair on (B)(6) 2020 and a perfix plug was implanted. Nine days post implant on (B)(6) 2020, the incision was noted to have mild redness, swelling and a small amount of fluid. Considering the partial reaction caused by the hernia ring filler, after local drug replacement treatment the wound healed well.